Event description:
It was reported that the programmer displayed a system error code. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was performed, it was determined at analysis that there was a deviation of the pointer position on the touchscreen and the stylus cable was damaged. The touchscreen was re-seated and calibrated the stylus was replaced. It was also determined at analysis that the cord bay latches, and bullet assay were broken. The power cable was worn, and the paper tray was nearly empty. The bezel display is cracked considered acceptable. The logo button was missing, and the handle was cracked. The software was reconfigured to eliminate software issues. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.